Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. Upon further review, the legal manufacturer has determined the reported malfunction to be non-reportable as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Information has been requested but unknown at this time. The device has been returned to olympus for evaluation. The evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus the single use aspiration needle was bent at an angle about 8 cm from the distal tip which made it difficult to remove during an endobronchial ultrasound (ebus) procedure. The procedure was completed with another needle. There was no harm, infection or user injury reported due to the event.